Manufacturer narrative:
The device has not been returned for evaluation. Medical records were provided for review. The investigation is confirmed for the positioning problem but is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an g2 vena cava filter allegedly experienced malposition of device and positioning issue. This information was received from one source. The malposition of device and positioning issue involved one patient with no patient consequence. The patient was (B)(6) years old and weighed (B)(6) lbs. The reported patient was male.